Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. On 3/2/98, the following was reported to datascope: blood was seen in the balloon immediately following insertion. The clinicians suspected that the balloon was damaged during removal from the packaging. [Event complications]: none from the event-reported 1/20/98 and 3/2/98. [Pt's current status]: unk-rpt'd 1/20/98.